Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing and elevated threshold measurements on the atrial channel. A revision procedure was performed and the device and atrial lead were oved from service and replaced. No additional adverse patient effects were reported.